Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body (light blue) separated from the twist clamp of a transfer set. This issue was detected at the hospital room, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h4, h6. H10: the device was received for evaluation. A visual inspection with naked eye noted that the twist sleeve was separated from the main body. There was no evidence of damage to the occluder feet or inside the twist sleeve. Functional leak and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.